Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer frequently failed. A field service engineer tested the drawer with the hardware test application and found that pushing the drawer in and out while locked changed its status. The solenoid cover was removed, revealing the latch inseparable touching the latch sensor. The latch inseparable housing and drawer rails were adjusted for clearance, and the damaged latch sensor was replaced. After these adjustments, the drawer was tested again, and all functions returned to normal. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, the m-or-as1 main 2.1 was frequently failing. The customer stated that this malfunction occurred while dispensing medication to patients. There were no delay and adverse events or injuries reported based on this event.